Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced successfully. There were no adverse consequences and the patient was in stable condition post procedure.